Event description:
It was reported that there was damage to the pump housing at the usb port and pins, affecting the customer¿s ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump while technical support arranged for a replacement pump with updated software. They provided instructions on managing the pump's battery, returning the damaged pump, and using the replacement, all of which the caller understood.